Event description:
It was reported that patient underwent primary total knee replacement on (B)(6) 2011. Revision procedure was performed on (B)(6) 2013, due to patient falling and fracturing the tibia. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Manufacturing history has been reviewed with items showing no non-conformity, rejection or concession in any stage of the manufacturing process. No other complaints have been received from this lot. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.